Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27 mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of five (5) years, one (1) month due to severe mitral stenosis. The tmvr procedure was performed with a 26 mm edwards transcatheter heart valve. Per the medical records, it was noted that the patient had cardiogenic shock preoperatively. Prior to the tmvr procedure, the patient was placed on va ECMO. The replacement valve was deployed and the surgeon was happy with the position of the valve. There was mild perivalvular leak and no central leak. The valve appeared to be quite secure and in excellent position. There was a 20 mmhg gradient across the lvot. Plans were made to place the patient on heparin in the immediate postoperative period. It was decided to keep the patient on va ECMO for several days. There were no complications noted. The patient was transferred to the ICU in stable condition. The patient was discharged to hospice with the intent of comfort care on pod #15.